Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9660651. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the em instrument could not be identified by the system intermittently. There was no patient present when this issue was identified.